Event description:
Reportedly, after booting the unit, the touch panel did not work. Also the internal clock automatically changed to (B)(6) 2006. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).